Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Supplier (B)(4) manufactured p/n 352.085 / lot no 27180 for po (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 04 dec 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an 8.5 mm medullary reamer head broke intraoperative. Patient underwent an intramedullary tibial nailing on (B)(6) 2017. During the reaming stage of the procedure, the reamer head was being forcefully pushed in and out of the medullary canal multiple times in an effort to try to ream through a tibial non-union/mal-union area and broke off. The procedure was delayed for approximately 20 minutes. The device was retrieved in total using a hook and forceps. Procedure was completed using a like product. No patient harm reported. Concomitant devices reported: flexible shaft (quantity 1). This report is for one (1) 8.5 mm medullary reamer head. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. The returned instruments were evaluated at customer quality and the complaint condition could be confirmed; the 8.5 mm reamer head was returned with an approximate 10.30 mm (length) chunk broken off from the body of the reamer head in two pieces. The three fragments did match up completely. Replication of the complaint condition is not applicable as its already broken. The 352.085 8.5 mm medullary reamer head is routinely used in the flexible reamers for intramedullary nails system as per the technique guide. Relevant drawings were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Although a definitive root cause could not be determined, it is likely that high resistance over the course of the reamer¿s lifetime contributed to the complaint condition or rough handling during the procedure in question as it stated ¿the reamer head was being forcefully pushed in and out of the medullary canal multiple times in an effort to try to ream through a tibial non-union/mal-union area¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that the patient had an unknown surgery on an unknown date to treat a fracture. On an unknown date, the patient experienced a malunion/nonunion and underwent the intramedullary tibial nailing on (B)(6) 2017. The previous surgery did not involve any synthes implants. No additional information is available about the initial procedure.